Event description:
It was reported that the ventilator generated alarms for low expiratory minute volume. There was no patient harm. Manufacturer's ref #:(B)(4).

Manufacturer narrative:
The reported issue with generated alarms has been confirmed during evaluation of the provided problem description, service report and ventilator's log file. According to the information received from our field service engineer (fse) the reported issue could not be reproduced. Moreover, after analyzing the logs, our fse came to the conclusion that the alarms were generated due to leakage during ventilation. Leakage during ventilation may lead to insufficient ventilation, low o2 concentration provided to the patient or no ventilation to the patient. No malfunction on the affected ventilator was found. Afterwards, the ventilator was tested and it passed all functional and safety tests and was cleared for clinical use.

Event description:
Manufacturer's ref #: (B)(4).